Event description:
Philips rec'd info from the customer that reported the arm of the skylight camera did not stop and it drove through the ceiling and the cables are exposed. The operator left the system unattended after initiating a center of rotation (cor) 90 qc protocol, and discovered the issue upon return to the imaging room. There was no pt involvement nor harm to operator or bystander with this reported event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).